Manufacturer narrative:
H.6 investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® pst¿ gel and lithium heparinn 83 units blood collection tubes. The following information was provided by the initial reporter, -it was reported customer experienced critical potassium on (B)(6) 2019. Verbiage received in customer's response to original filed complaint, - "verbiage received for date of event, - "another falsely elevated potassium. [Patient name]. K+ here repeated at 6.3. No hemolysis detected. We knew this potassium was probably incorrect. We have been very diligent about our critical k+ (do not have many), ever since we discovered we have an issue. All other results were normal except the glucose. Patient had a 5.6 reported previously. I went up and spoke to dr. And said it needed to be repeated on another draw. We had called the patient but he was already almost home and said he would come in the following week. Dr. Called him and had him repeat it at wayne county the following day. Their result was 4.6. What to do? We know there is an issue. I took the specimen to the hospital and they got a 6.3 also. Spoke with the phlebotomist who insisted he is very careful about not filling edta tube first. The only thing I can do is try to get the specimen tested for traces of edta. I truly believe it is the tubes. I have never had this issue before in the 25 years I have worked in a lab. This is the fourth specimen since the beginning of the year. I have reviewed all our critical potassiums and we those are the only ones that are irregular. I have called becton dickinson twice and the only available options they give you is to leave a message and they will get back to you in half hour. Never received a call back. I have sent an email to review with cola. I have ordered tubes and will discontinue use of bd's. I am ordering centrifuges. I have sent the specimen to evaluate for trace amounts of edta." Email correspondence describing conversation between customer lab head of toxicology, - "this morning lab department head of toxicology called and spoke with me for a while on the potassium issue I am experiencing. His man point was to get rid of using plasma tubes/samples completely. He stated that the issues I am having with potassium are issues that everyone has at one time or another when using plasma. He realizes all hospitals use plasma as their main sample of choice because of convenience. Labcorp does not recommend plasma because of issues mainly with potassium. He further stated that the lab had these elevated potassium's they would like to see if they also received a serum sample. Falsely elevated potassium's on plasma always results as normal on the serum tube. I did not know this. I am going to switch to serum tubes but they have to be spun at the higher rcf for 15 minutes. He was very clear on following these steps. I still need the centrifuges."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® pst¿ gel and lithium heparin 83 units blood collection tubes. The following information was provided by the initial reporter, -it was reported customer experienced critical potassium on 06/04/2019. Verbiage received in customer's response to original filed complaint, - "verbiage received for date of event, - "another falsely elevated potassium. [Patient name]. K+ here repeated at 6.3. No hemolysis detected. We knew this potassium was probably incorrect. We have been very diligent about our critical k+ (do not have many), ever since we discovered we have an issue. All other results were normal except the glucose. Patient had a 5.6 reported previously. I went up and spoke to dr. And said it needed to be repeated on another draw. We had called the patient but he was already almost home and said he would come in the following week. Dr. Called him and had him repeat it at wayne county the following day. Their result was 4.6. What to do? We know there is an issue. I took the specimen to the hospital and they got a 6.3 also. Spoke with the phlebotomist who insisted he is very careful about not filling edta tube first. The only thing I can do is try to get the specimen tested for traces of edta. I truly believe it is the tubes. I have never had this issue before in the 25 years I have worked in a lab. This is the fourth specimen since the beginning of the year. I have reviewed all our critical potassium's and we those are the only ones that are irregular. I have called becton dickinson twice and the only available options they give you is to leave a message and they will get back to you in half hour. Never received a call back. I have sent an email to review with cola. I have ordered tubes and will discontinue use of bd's. I am ordering centrifuges. I have sent the specimen to evaluate for trace amounts of edta." Email correspondence describing conversation between customer lab head of toxicology, - "this morning lab department head of toxicology called and spoke with me for a while on the potassium issue I am experiencing. His man point was to get rid of using plasma tubes/samples completely. He stated that the issues I am having with potassium are issues that everyone has at one time or another when using plasma. He realizes all hospitals use plasma as their main sample of choice because of convenience. Labcorp does not recommend plasma because of issues mainly with potassium. He further stated that the lab had these elevated potassium's they would like to see if they also received a serum sample. Falsely elevated potassium's on plasma always results as normal on the serum tube. I did not know this. I am going to switch to serum tubes but they have to be spun at the higher rcf for 15 minutes. He was very clear on following these steps. I still need the centrifuges."